Event description:
It was reported that the physician's vns programming handheld computer was experiencing screen freezes, typically at the interrogation successful screen. A hard reset usually resolves the issue. The physician indicated that he was frustrated having to perform troubleshooting during surgery and requested a replacement programming system. The faulty handheld computer programming system was returned and underwent analysis. The screen freezing issue was confirmed as reported. No adverse events have been reported as a result of the screen freezing issue.

Manufacturer narrative:
.